Event description:
It was reported that the patient had an infection for the implantable neurostimulator (ins) on the right side within a month of implant. The patient stated the right side was taken out along with the leads, but they still have the one on the left. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant: product ID 7495lz51, serial# (B)(4), implanted: 2003-(B)(6), product type extension. Product ID 7435, serial# (B)(4), implanted: 2003-(B)(6), product type programmer, patient. Product ID 7495lz51, serial# (B)(4), implanted: 2003-(B)(6), product type extension, product ID 3987, lot# lb8303, implanted: 2003-(B)(6), product type lead. Product ID 3987, lot# lb8303, implanted: 2003-(B)(6), product type lead. (B)(4).